Manufacturer narrative:
The event date is currently unknown. The awareness date has been taken as an event date arbitrarily until this information will be provided.

Event description:
Reportedly, the patient implanted with the subject pacemaker died (death date is unknown). The causes of death are unknown.

Event description:
Reportedly, the patient implanted with the subject pacemaker died (death date is unknown). The causes of death are unknown.